Event description:
The customer reported that the probe stopped during surgery. The probe was stuck in the vitreous. The surgeon was able to get the probe to release, but then the probe would not work again. The probe was switched out and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The probe was received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).